Manufacturer narrative:
After inventory was received back from the distributor it was identified that there was a locking cap returned that wasn't a life spine product and it is believed that caused the issue of cold fusion. It is unknown why the screws were placed not optimal for the surgeon as the driver was not returned but the taps were and they dont have an signs of issue.

Event description:
Screws were not placed in a position optimal to physician, one tower broke at the designated area to soon due to too much force on rod and cap. Cap cold welded to driver. System was removed and replaced with a different system.